Event description:
It was reported that during a right ventricular (rv) lead revision, this right atrial (ra) lead was damaged, which lead to high capture thresholds and under sensing. The physician decided to explant and replace this lead. The lead is not expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that during a right ventricular (rv) lead revision, this right atrial (ra) lead was damaged, which lead to high capture thresholds and under sensing. The physician decided to explant and replace this lead. The lead is not expected to return. No additional adverse patient effects were reported.